Event description:
Physician reported capsular contracture - baker grade IV. Device remains implanted and is due to be explanted. This relates to the right side. This complaint represents the patient's 2nd set of devices.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted and replaced. This complaint represents the patient's 2nd set of devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported event of capsular contracture was received on april 03, 2025, with lot number 1224110. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported capsular contracture - baker grade IV. Device has been explanted and replaced. Capsulotomy performed. This relates to the right side.